Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced a ventricular arrhythmia. Anti-tachycardia pacing was provided which did not convert the rhythm. Then, shocks were delivered some of which were successful, yet the patient would go back into the arrhythmia. The rhythm was successfully converted after the fifth shock was provided and therapy was not exhausted. Boston scientific technical services discussed reprogramming options with the physician. The device remains in service. No adverse patient effects were reported.